Event description:
It was reported that during a percutaneous transluminal angioplasty, a guidewire entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified external iliac with 50% stenosis. Post pre-dilation, a 6x79x130 innova stent was implanted without problem. While withdrawing the stent delivery system, it got stuck in a non-bsc rosen guidewire. The device was removed with the guidewire at the same time. The stent remained well positioned and well apposed. No patient complications were reported and the patient¿s status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent was not returned for analysis. Examination of the returned device identified that the shaft was buckled at the distal edge of the handle. There was a kink in the inner shaft adjacent to the distal end of the middle sheath. The rack was separated .5cm from the proximal end of the handle. The proximal 17cm of the rack and the deployment knob was not returned for analysis. The fracture face of the rack revealed no evidence of any material or manufacturing deficiencies. The inner diameter of the inner shaft was measured at both ends and was within specification. The guidewire used in the procedure was not returned for analysis; therefore, a .035" amplatz guidewire was used for functional testing. The amplatz guidewire was advanced successfully through both ends with no resistance anywhere in the wire lumen except at the location of the damage (buckled shaft). There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The returned innova device was not stuck on a guidewire, as reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a guidewire entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified external iliac with 50% stenosis. Post pre-dilation, a 6x79x130 innova stent was implanted without problem. While withdrawing the stent delivery system, it got stuck in a non-bsc rosen guidewire. The device was removed with the guidewire at the same time. The stent remained well positioned and well apposed. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.